Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. Healthcare professional also reported "patient is positive to hiv infection", which is not device-related. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Infection (unknown onset): unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported left side device rupture diagnosed via MRI. Healthcare professional also reported "patient is positive to hiv infection", which is not device-related. The device has been explanted and replaced with another manufacturer's device.